Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported tamponade could not be conclusively determined.

Event description:
During a premature ventricular contraction (pvc) ablation procedure, a cardiac perforation occurred. A non sjm temporary fixed activation pacing lead was placed in the right ventricle and a sjm ablation catheter was inserted into the left ventricle. Following the exchange of the ablation catheter to a safire catheter, the patient became hypotensive and bradycardic. An ultrasound was performed which revealed a cardiac perforation. No intervention was required, the procedure was stopped and the patient was transferred to ccu and is in stable condition. There were no performance issues with any sjm devices.